Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after receiving three shocks from the implantable cardioverter defibrillator (ICD). Upon interrogation it was found that the shocks were inappropriately administered due to atrial fibrillation (af). The af was in the ventricular fibrillation (vf) zone at a rate greater than 165 ohms. During the interrogation the patient was noted to be in af with a heart rate around 100 bpm. The field representative further noted that a code 1007 was displayed during the interrogation. Boston scientific technical services (ts) was consulted and advised that the code indicated there was an extended charge time beyond 45 seconds. Subsequently a revision procedure was performed where this ICD was explanted and successfully replaced. No additional adverse patient effects were reported.